Event description:
User facility stated that the lens was not a problem. There was no adverse event. The surgeon changed his mind and used a different iol.

Event description:
User facility reports that a vitrectomy was performed. The relationship of this event to the intraocular lens (iol) is not known at this time.